Event description:
There was a burn to a patient because the bovie setting was higher than recommended. The supervisor discussed this issue with the surgeon's private scrub and told her we will no use a setting outside of the recommendations.what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no.